Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 1 month. The pump remains off and implanted in the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that over an unspecified period of time, the patient suffered from gastrointestinal bleeding and recurrent decreased hemoglobin levels. Marcumar dosage was lowered; however, the bleeding did not stop. It was subsequently reported that the lvad thrombus was suspected after the anticoagulation was lowered. The patient was weaned from lvad support, and on (B)(6) 2016, the pump was manually stopped by the lvad clinicians. The driveline was cut, and the pump remained in the patient. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed as the device was not returned for evaluation. A correlation between the device and the reported gastrointestinal bleeding not be conclusively determined. Device thrombosis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.